Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va00bfd, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the lead was replaced as well as the normally depleted implantable neurostimulator (ins). The lead was replaced due to it "malfunctioning" when tested at an earlier time in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.